Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. The software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software investigation is under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site exited a fluoronav procedure to go into an imaging system procedure on the navigation system, but then the imaging system and the navigation system were not communicating in the imaging system procedure. The site brought in their other navigation system to continue the case. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome. Update from the manufacturer representative stating that the resolution was to turn on the navigation server selection on the imaging system and manually selecting which navigation system was connected to the imaging system.